Manufacturer narrative:
(B)(4) - follow up MDR for device evaluation. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok syringe leaked at the luer connection. The following information was provided by the initial reporter: amgen received notification on 03-jan-2024 from a pharmacist of a complaint for nplate vial - lyophilized involving 1 unit(s) from lot/batch 1159386a. The event occurred on 03-jan-2024. "Leakage from the syringe when the customer was about to administrate. It leaked when the medicine was drawn up into the syringe, it ran along and not into the syringe. No signs seen that the syringe is broken. The customer has used this medicine for a long time." Cause code: interface vial adapter leakage/breakage (leakage when medicine drawn up into syringe) patient outcome was non-serious as dose was not administered. Replacement was requested. Note : complaint unit was requested from the reporter. The unit has not been received at amgen yet. Samples available? No. Photos available? No. When did event occur? Before use. Was someone (patient, health care worker, etc.) Affected/harmed? No.